Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Device history records was conducted. The report indicates that the: 03.613.011 lot. Sx408194, manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 14. May 2007, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the tip of the drill broke during operation. No broken parts left in the patient. Five minutes delay to surgery time. Problem resolved by using another drill. No patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: our investigations have shown that the tip is broken off. Unfortunately we did not receive the broken part therefore we are not able to determine the exact cause which has led to this breakage. The review of the manufacturing documents revealed that the present instrument was manufactured in may 2007 according to the specifications. No abnormal findings were identified. Since no manufacturing related conditions were found and as this is an old and often used instrument we determine the cause of failure as wear and tear after frequent use, or that too much mechanical force or possible contact with other metallic parts during drilling may have caused the breakage. Please note; blunt drill bits require more mechanical power during the application, therefore it is recommend that blunt or damaged instruments need to be exchanged before surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.